Event description:
The customer contacted physio-control to report that their device unexpectedly powered off while they were transporting a patient. There were no reports of any adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
H6: physio-control further reviewed the device's downloaded electronic records and determined that the likely cause of the reported issue was due to use error. Battery #1 had a 0% charge at the time of the unexpected power off and the user did not replace the battery when it became depleted.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off while they were transporting a patient. There were no reports of any adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.